Event description:
Patient reporting that pump (B)(4) (maint 10/14/2017) is not showing all the information on the display screen. The screen will only show the numbers but not the words. Advised we would ship a replacement pump. No other information available. Did the product cause or contribute to patient or clinical injury: no. Dose or amount: 18ng/kg/min, frequency: continous, route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.